Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause for ''the image sometimes not being displayed at all'' could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was completed with the same set of equipment.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited no image. The issue was found during preparation for use for an unknown procedure. There were no reports of patient harm.